Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huzf1232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there is allegedly ballooning of the distal end of the extension tubing. Allegedly, this causes a fracture in the lumen tubing and subsequent leakage. Reporter alleges the defect has affected a variety of lot numbers with multiple defects within each lot number. This has been an ongoing problem since at least (B)(6) 2016. All patients required to have their line removed and a new one placed, so they had to endure a 2nd procedure that was not anticipated. This record addresses lot huzf1232.